Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) and lcd lens were broken. It was also noted that the upper and lower case halves were broken, the battery release, ring cover and heart block were contaminated, the lead flex cover was corroded, one bail and ring were bent and the main printed circuit board was out of specification.

Event description:
It was reported that the display on the external pulse generator was broken. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.